Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the clip and lock bent in the pilot link assembly. The technician straightened the clip and lock to repair the bed.